Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted, which indicated that all inspections were completed, and no issues were noted during manufacturing. The device was received for evaluation. Visual inspection was performed. There was no physical damaged. The technician was able to duplicate the reported issue. The root cause of the reported issue was found to be device was out of calibration. The technician performed the calibration to resolve the reported issue. The technician performed the preventive maintenance (pm). The device passed all the functional testing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was not alarming at high temperature. No patient injury was reported.